Event description:
Per medwatch 3500a, "patient underwent tkr in 2006. She was readmitted twenty-three days later with sepsis of the right tkr with patellar tendon rupture. The patient underwent radical resection of soft tissue of the knee and revision of the right tkr and single component, etc. Cultures done at the time of surgery were positive for heavy growth of clostridium subterminale and perfringens. Cultures were taken from the right knee pseudocapsule and tissue. The patient was discharged four days later. She was readmitted eleven days later with right knee infected prosthesis with septic arthritis. She underwent radical resection of the soft tissue and bone two days later. She returned to surgery two days later for right aka. She expired seven days later with septic shock."

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional information has been requested from the surgeon and the user facility. A medwatch 3500a form has been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00124, 00126, 00127.